Event description:
It was reported that during an unk procedure, the surgeon was transecting the bowel with the first firing. He pressed the firing trigger and the it transected between a quarter to a halfway across the tissue and the powered stapler completely stopped and jammed in the patient. Tried to reverse the knife and nothing happened, then tried manual override and nothing happened. The surgeon had converted to open by this stage so was able to use a tlc across the top of the bowel and remove the specimen and endocutter at the same time. They then managed to force the jaws of the gun open and release the tissue. The patient did not come to any harm and the rest of the procedure continued without incident.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridges were used? What exact procedure was being performed? What type of tissue was the device fired on? Please provide details on the troubleshooting steps taken to open the device? How many times was the manual bail out lever ratcheted back and forth? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.